Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 23-year-old female patient who had essure (batch no. 627076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: yaz from 2005 to september 2008, depo provera from 2003 to 2005 and ortho tri-cyclen. Concurrent conditions included asthma, copd, fibromyalgia, depression and anesthesia. Concomitant products included carisoprodol (soma), cyclobenzaprine hydrochloride (flexeril), diazepam (valium), ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (percocet) and tramadol for pain, antibiotics for vaginal discharge as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2008 to (B)(6) 2008. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraine headaches"), headache ("headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), skin exfoliation ("rashes or skin conditions type: scaley skin"), nausea ("nausea"), tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("prolonged menses/ excessive prolonged menstrual bleeding"), 9 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved and the vaginal haemorrhage, headache, urinary tract infection, skin exfoliation, bladder disorder, urinary tract disorder, nausea, tooth disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin exfoliation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she has been left with abdominal deformity and severe large scarring. In (B)(6) 2006 she had medical treatment regarding the essure. Since the essure removal surgery, that she feels much better. Current weight 130 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: bilateral fallopian coils. Pathology test - on (B)(6) 2016: right fallopian tube, salpingectomy. Fallopian tube showing minimal inflammatory cell infiltrate in the lamina propria, including some eosinophils, a few lymphocytes, rare plasma cells & rare neutrophils. These changes are mostly seen in the medial three sections of fallopian tube benign paratubal cysts metal objects, separately received in the same container left fallopian tube , salpingectomy -fallopian tube showing a few inflammatory cells in the lamina propria, including a few eosinophils, & rare neutrophils. These changes are mostly seen in the medial three sections of the fallopian tube metal objects, separately received in the same container. Diagnostic results: essure procedure note: hysteroscopy findings: normal. Left and right ostia visualized: yes. Successful placement of coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received event " infection (bladder/ urinary tract/vaginal) type: urinary, rashes or skin conditions type: scaley skin, bladder or urinary problems or changes, nausea, dental problems, fatigue, weight gain" were added. Lab data and historical drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 23-year-old female patient who had essure (batch no. 627076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: yaz from (B)(6) 2005 to (B)(6) 2008 and depo provera from (B)(6) 2003 to (B)(6) 2005. Concurrent conditions included asthma, copd, fibromyalgia, depression and anesthesia. Concomitant products included carisoprodol (soma), cyclobenzaprine hydrochloride (flexeril), diazepam (valium), ketorolac tromethamine (toradol), oxycocet (percocet) and tramadol for pain, antibiotics for vaginal discharge as well as anovlar (loestrin) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, 9 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia ("prolonged menses/ excessive prolonged menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved and the vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she has been left with abdominal deformity and severe large scarring. In (B)(6) 2006 she had medical treatment regarding the essure. Since the essure removal surgery, that she feels much better. Diagnostic results: essure procedure note: hysteroscopy findings: normal. Left and right ostia visualized: yes. Successful placement of coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('severe abdominal pain') in a 23-year-old female patient who had essure (batch no. 627076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: yaz from 2005 to (B)(6) 2008, depo provera from 2003 to 2005 and ortho tri-cyclen. Concurrent conditions included asthma, copd, fibromyalgia, depression and anesthesia. Concomitant products included carisoprodol (soma), diazepam (valium), ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (percocet) and tramadol for pain, antibiotics for vaginal discharge as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2008 to (B)(6) 2008. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraine headaches"), headache ("headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), skin exfoliation ("rashes or skin conditions type: scaley skin"), nausea ("nausea"), tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("prolonged menses/ excessive prolonged menstrual bleeding"), 9 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("irregular vaginal discharge"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved and the vaginal hemorrhage, headache, urinary tract infection, skin exfoliation, bladder disorder, urinary tract disorder, nausea, tooth disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin exfoliation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: she has been left with abdominal deformity and severe large scarring. In (B)(6) 2006 she had medical treatment regarding the essure. Since the essure removal surgery, that she feels much better. Current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: bilateral fallopian coils. Pathology test - on (B)(6) 2016: right fallopian tube, salpingectomy. Fallopian tube showing minimal inflammatory cell infiltrate in the lamina propria, including some eosinophils, a few lymphocytes, rare plasma cells & rare neutrophils. These changes are mostly seen in the medial three sections of fallopian tube: benign paratubal cysts, metal objects, separately received in the same container and left fallopian tube , salpingectomy. Fallopian tube showing a few inflammatory cells in the lamina propria, including a few eosinophils, & rare neutrophils. These changes are mostly seen in the medial three sections of the fallopian tube. Metal objects, separately received in the same container. Diagnostic results: essure procedure note: hysteroscopy findings: normal. Left and right ostia visualized: yes. Successful placement of coils. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to 2017-225737 which will be deleted from bayer safety database after all information was transferred to this record 2017-165160 which will be retained. No new follow-up information was received from the reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 23-year-old female patient who had essure (batch no. 627076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera and yaz. Concurrent conditions included asthma, copd, fibromyalgia, depression and anesthesia. Concomitant products included anovlar (loestrin). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses/ excessive prolonged menstrual bleeding"), migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and headache ("headaches"). The patient was treated with oxycocet (percocet), diazepam (valium), tramadol, cyclobenzaprine hydrochloride (flexeril), carisoprodol (soma), ketorolac tromethamine (toradol), antibiotics, surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved and the vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she has been left with abdominal deformity and severe large scarring. In (B)(6) 2006 she had medical treatment regarding the essure. Since the essure removal surgery, that she feels much better. Diagnostic results: essure procedure note: hysteroscopy findings: normal. Left and right ostia visualized: yes. Successful placement of coils. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet:all relevant medical history, concurrent condition, concomitant medication, lot number were added. Pelvic pain, vaginal hemorrhage, headache, device monitoring procedure not performed were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy to remove the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: she has been left with abdominal deformity and severe large scarring. In (B)(6) 2006 she had medical treatment regarding the essure. Since the essure removal surgery, that she feels much better. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.